Event description:
The surgeon was injecting total medication through 10ml syringe and 25g 1 1/2 needle while injecting the local medication, the entire needle broke off inside the pt. The medline (B)(4). The product was purchased through amd acc# 1094805. Date of use: (B)(6) 2017. Diagnosis or reason for use: injection of local anesthesia pre surgical.